Event description:
Incident reported as: during surgery the pt's teeth were fractured. No further info available on pt's condition.

Manufacturer narrative:
The sample is not available for investigation. Investigation is ongoing and a follow up report will be sent when the investigation is complete.